Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor of the navigation system and monitor cable were replaced to restore functionality. The monitor cable for the navigation system was returned to the manufacturer for analysis. The monitor cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor would lose display functionality after loading an exam. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), the monitor of the navigation system intermittently lost display functionality.